Event description:
It was reported the patient underwent a left hip revision approximately 18 months post implantation due to pain. All the components were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00770. D10: cat #: 30103604 / g7 vit e neutral lnr 36mm d / lot #: 65323918. Cat #: 650-1057 / cer bioloxd option hd 36mm / lot #: 3096117. Cat #: 650-1064 / cer option type 1 tpr sleve -6 / lot #: 3100260 . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.